Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman truseal access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. Following deployment of the closure device, air was identified at the distal end of the laa. The air was noticed after the contrast shot with the was and pigtail wire in the patient. The air was trapped behind the closure device. The closure device was released following the visualization of the air as there were no consequences to the patient. The patient was expected to fully recover following this event. It was further reported that the patient was discharged home two days following the procedure.

Manufacturer narrative:
B5- describe event or problem: patient discharge status updated.

Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman truseal access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. Following deployment of the closure device, air was identified at the distal end of the laa. The air was noticed after the contrast shot with the was and pigtail wire in the patient. The air was trapped behind the closure device. The closure device was released following the visualization of the air as there were no consequences to the patient. The patient was expected to fully recover following this event.